Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient experienced an elevated blood glucose resulting in hospitalization and a prolonged coma. The reporter stated that the patient was found unconscious. The patient reportedly discontinued use of the pump after the event. The reporter stated that she did not know what occurred leading up to the event. This report is made based on the conclusion that the patient experienced high blood glucose with hospitalization and coma and the pump could not be adequately ruled out as a cause or contributing factor in the patient's event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the black box shows that the pump was suspended on (B)(4) 2011 at 3:26pm and was not resumed until (B)(4) 2011 at 7:47am. The black box shows that the pump was not in use after (B)(4) 2012 at 3:59pm. A suspend was induced during investigation and the pump emitted the appropriate audio-visual alert. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
(B)(4): animas followed up with the patient's health care provider (hcp) on (B)(6) 2012. The hcp indicated that the patient had difficulty with alcoholism and had experienced multiple hospitalizations for hypoglycemia and hyperglycemia on insulin pump therapy and injections. The hcp indicated that there were some reservations to placing the patient on insulin pump therapy however, she reported feeling that the patient might do better on pump therapy than on injections. The hcp indicated that the patient was fine during training but that the patient was non-compliant during subsequent follow up. The patient was reported hospitalized 4 times on the pump prior to being discontinued in (B)(6) of 2011. The patient was hospitalized with severe hypoglycemia and dka during that time; the hcp advised that the patient was in and out of detox programs during the time. The hcp indicated that the patient's hospitalizations on both injections and on the pump were related to poor management of diabetes and not related to any possible malfunctions, defects, or misuse of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.